Event description:
After using the denture product, fixodent, I was diagnosed with neuropathy. I've been using this product since 1979, and the past four years have been doctoring for feet and leg problems. -numbness, tingling, and pain- neuropathy is very painful, and I am being treated with medication, but my damage is permanent. Dose or amount: denture cream. Frequency: 3 times a day. Route: po. Dates of use: (B)(6) 1979 to (B)(6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.